Event description:
It was reported that one haptic of an akreos mi60l lens was found to be dislocated and was repositioned one day post implantation. The lens reportedly dislocated into the vitreous cavity. A vitrectomy was performed and the lens was removed and replaced successfully one week post implantation. The incision was enlarged and sutures were used to close the wound. According to the surgeon the patient's prognosis is excellent. In the surgeon's opinion the most likely cause of the event was capsular tear or possible trauma.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.